Event description:
It was reported that the right ventricular (rv) lead measured high impedance. Noise was noted on electrogram and was reproducible with isometrics. The lead was noted to have a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted: 2012-(B)(6). (B)(4).